Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported mr appears to be due to the slda, and the dyspnea, a cascading effect of the mr. The reported patient effects of dyspnea and mitral regurgitation (mr)(worsening), as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery device referenced, is being filed under a separate medwatch report.

Event description:
This is being filed to report that post procedure, the clip (61105u129) detached from one leaflet and remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6)2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6)2017, the patient experienced dyspnea, and echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6)2017 a second mitraclip procedure was performed to stabilize the slda clip. When advancing the cds (70117u163) to the mitral valve, the device was curved to approximately 110 degrees and the clip was deployed without issue. Gripper line removability test was performed successfully. When removing the gripper line approximately 10 cm; resistance was felt and the gripper line stretched as it was removed. After the gripper line was removed, it was noted to have a curly appearance. The clip remained stable on the leaflets. The mr was reduced to 1-2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.